Manufacturer narrative:
H10: the device was received for evaluation with the original cap on the spike and the white twist clamp in closed position. A visual inspection with the naked eye and magnification was performed with no issue noted. The detent (notch) and lead in were present on the twist clamp. Functional testing including leak, clear passage, clamp function and torque engagement testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter city: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was ¿very tight and not fully closed as there is a gap¿. This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.